Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is loud. Associated malfunctions for this device: 4 way valve leaking.